Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media post that the insulin pump did not alarm a blockage until 4 hours after their blood glucose was around 500 mg/dl. No further details were given. The insulin pump will not be returned for analysis.